Manufacturer narrative:
E1 - initial reporter phone: (B)(6). E1 initial reporter address: (B)(6).

Event description:
It was reported loss of aspiration and infusion line break occurred. The patient experienced restenosis in a superficial femoral stent with a diameter greater than 5 mm. A jetstream xc atherectomy catheter was selected for a percutaneous atherectomy procedure to treat an aneurysm in the lower extremity artery. During the procedure, loss of aspiration was observed after approximately 10 minutes of normal function. The device was removed from inside of the patient and the outer layer of the device was noted to be ruptured. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.